Event description:
When the 20g epidural catheter was removed from the pt's back, the blue tip was not evident. When length of catheter was compaired to the length of another catheter it was noted to be 4cm shorter. A neurosurgeon was consulted and it was decided it would be safer to leave the fragment in the pt's back than it would be to attempt removal.